Event description:
Between 7-7:30 am resident was found to have 5 superficial abrasions on back in same area where device was applied and at area where gown was open (lower thoracic and lumbar area). Areas measured .5 cm, .4 cm, .3 cm, 3.2 cm and 3.3 cm. Small amounts of blood were noted on roll belt. Rn reported roll belt was on loosely, was not tight against skin. Staff stated resident had burned easily on rounds and abrasions were not observed. Resident has potential for skin breakdown due to daily incontinence, decreased mobility and poor nutritional intake. Braden scale of 12. Roll belt rediscussed with family. They prefer to keep this on resident when in bed.